Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The reported lot number 7709238 does not correspond to a finished medical device. Therefore, a manufacturing record evaluation (mre) could not be performed for the reported lot number. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a black female patient underwent a breast reconstruction with a 450cc ce med hgt te w/sut tabs tissue expander and experienced postoperative deflation (side unknown). The patient noticed that her breast appeared to have lost volume and suspected implant deflation. The patient¿s surgeon confirmed expander leak. As a result, the patient underwent explantation on (B)(6) 2020. The reported lot number, 7709238, does not correspond to a finished medical device for catalog number 3549223. Follow-up is in progress for clarification. If additional information is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the side of implant. The suspected medical device was implanted in the left breast. On (B)(6) 2021, mentor received additional information regarding the suspected medical device. The suspected medical device is a 450cc ce low height te tissue expander (catalog #: 3548123, lot #: 7709739). The relevant fields have been updated. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 9-feb-2021, mentor received additional information regarding the suspected medical device. The suspected medical device was returned for evaluation. Previously, the suspected medical device was reported as a 450cc ce low height te tissue expander (catalog #: 3548123, lot #: 7709739). However, additional information revealed that the suspected medical device is a 450cc ce med hgt te w/sut tabs tissue expander (catalog #: 3549223, lot #: 7709738). The relevant fields have been updated. On 4-mar-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned device revealed a tear at the juncture of the shell and the anterior patch. Microscopic examination was performed, and the cause of the deflation could not be identified. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).